Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/23/2019.

Event description:
It was reported that the ventilators screen was locked up and not working. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.

Manufacturer narrative:
Date received by manufacturer: 07oct2019. Multiple attempts were made to obtain information on the repair/service of the device and patient involvement that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilators screen was locked up and not working. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.

Manufacturer narrative:
Date of report: 11oct2019. MFR received date: 11 oct 2019. Information was received that the customer replaced the central processing unit (cpu) to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Customer resolved.